Event description:
According to the reporter, on (B)(6) 2024, the patient underwent long tube implantation with a tunnel and polyester cannula. On (B)(6) at 13:10, hemodialysis was performed via the right internal jugular vein catheter. When the patient was connected to the machine to draw blood, it was discovered that the arterial end connector was leaking air. In order to identify the leak, blood was found to be oozing from the interface after the reverse connection. As a result, the dialysis could not continue. The blood was recovered, and the machine was removed. No abnormalities were observed on the device prior to use, and no other defects were found on the product. The hemodialysis extracorporeal circulation circuit was the other product used with the device. Iodine was the cleaning agent typically used to clean the adapters. As a remedial action, the physician replaced the arterial adapter, and the treatment was completed. The patient had an unspecified amount of blood loss, but no blood transfusion was performed. There was no other consequences. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.